Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high, out of range shock impedance (fluctuating between 85 ohms and 135 ohms). A technical service (t/s) consultant reviewed the available device data, noting that at implant the shock impedance was recorded at 95 ohms. T/s recommended lead integrity testing in the near future. The device remains implanted. No adverse patient effects were reported.